Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
Initially, it was reported the last time the pump was refilled in (B)(6) 2014 the health care provider only put enough medication for 2 months in the pump instead of 6-8 months. The patient was helping put in an air conditioner last week and his back went out. The patient used the personal therapy manager (ptm) to give himself a bolus to help with back pain and the ptm showed that the patient had no medicine and the code 8286 the other day. The patient started having withdrawal symptoms and a return of symptoms. The patient did not feel good and had aches and withdrawals. It was noted the patient had asked the health care provider to dilute it because he would like to get off the pump. The hcp did not tell the patient that only 2 months of medication were in the pump. The system was being used to deliver fentanyl. It was further reported that the patient was having problems with his pump as it was not delivering medication. When he had gone to the health care provider for the refill in july the hcp had pulled out more than 4 cc¿s of medication. The patient stated the ¿tolerance was plus or minus 2 and his was greater than 4¿ (residual volume).the physician reportedly had confirmed that the pump alarm was for the empty reservoir although the pump was not out of medication. The pump had not alarmed since that refill. Further, also at that time in july, the patient was doing better (the pump was working and he was not feeling pain) and so he asked the physician to start diluting the medication (as previously reported) to try and get off the pump. However, the patient experienced a change in therapy effect as the medication was too low and he did not experience enough pain relief. Reportedly, the physician diluted the medication ¿way too much.¿ the patient had then moved to a different state and now had a new physician. This physician did not put the medication back to where it was prior. The medication now only lasted about an hour to which he experienced relief and then the patient felt pain again. At the last refill the new physician doubled the medication but it was still too low and the patient was trying to get back to where it was before. Additional information was requested for resolution and current patient status. The health care provider the provided that there was no event but rather the patient was complaining about a recent rate change. The patient¿s next appointment was (B)(6). Should additional information be received a supplemental report will be filed.